Event description:
It was reported that the zimmer air dermatome had power issues. Customer states the equipment has low power when in use. Additional clinical follow up with the customer indicated that the doctor noticed that the device wasn't turning normally, but he was able to proceed with the graft and the surgery. There was no damage to the graft, and the harvested graft was able to be used. Also, there was no pt injury and no additional graft harvests were required, and the device was used to complete the procedure. Surgical time was extended by approx 15 minutes; however, there was no indication if that was due to the issue experienced with the dermatome or other factors during the case.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And canadian customer were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer. Air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 3/27/2007 and was last repaired on 11/12/2009 for a non-related issue. Eval of the device observed the device was outside calibration at the zero thickness setting on the left side and the side to side. It was also observed that discoloration and scratches were found along the leading edge of the 2 inches width plate. Additionally, a nick was observed on the reciprocating arm. Ovular dents were noticed on the neck; however, the dents were minor. The customer's reported event could not be confirmed as the device operated within motor speed specification. Unable to determine a cause of the reported complaint; however, lack of preventative maintenance and improper handling likely caused the wear to the 2 inches width plate and lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.